Manufacturer narrative:
The procedure was a cystoscopy with transurethral resection. There was no delay noted on the incident report or in the op report. There was no trauma associated with this report. The patient tolerated the procedure very well. The patient was discharged home same day as it was an outpatient procedure it is unknown what kind of inspection occurred before surgery, other than the surgical team visually inspecting the device immediately prior to surgery. It is not documented and the nurse cannot remember how the device was acting right before it failed. It is unknown what other devices were used during the procedure. The nurse also indicated that it was replaced by another resectoscope in the set, so that this unit (formerly broken) is not currently.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reported that the inner sheath breakage is an known phenomenon. The legal manufacturer reported that for these devices a redesign of the tip with a more durable black ceramic material took place to bring the tips into state of the art condition. Even with this more robust redesign, all ceramic tips are susceptible to the known and published (IFU) risk of cracking or other damage due to mishandling. In the event devices were possibly held by customer until a number of failing devices were incurred- complaints filed as occurring would likely not have triggered an excursion. An internal review of DHR¿s (period of 12-months prior to complaints) for ncr¿s or high scrap rates, yielded no significant findings that could be contributors to the reportable events. Olympus will continue to monitor complaints for this device through regular trending activities.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing but with no result. The device was not returned for evaluation. The cause of the reported event cannot be determined. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual provides warning which states, "if the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop align working element and sheath parallel to one another before proceeding. "

Event description:
The service center received a medwatch report which states during an unspecified procedure, the ceramic tip broke off resectoscope and fell into the patient. ¿the procedure in which it is used, the surgeon has visualization of the resectoscope with a camera. The resectoscope itself has a channel in it to allow the broken pieces to flow out of the patient's bladder without causing damage. After the pieces were removed they were placed together to ensure that all were present. The surgeon did another inspection with the camera to ensure all of the pieces were removed. Lastly, upon completion of the procedure an x-ray of the pelvic area was performed to ensure that no pieces were left behind.¿